Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator was not working. Technical service engineer (tse) had advised that their other systems were at the same software level. Tse confirmed that the error c01 had been present in the logs. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The issue was confirmed using logs pointing to a recurring error c01. During testing, the iesu displayed error code u02 on start and logs showed c00. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to defective generator.